Event description:
The manufacturer was notified on (B)(4) 2014 that a mitroflow valve (model lxa, size21) was scheduled to be explanted on (B)(6) 2014. The patient has 50mmhg gradient due to a stenosis. (Date of actual re-operation will be confirmed with the hospital.)

Manufacturer narrative:
Result: the complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Histopathological evaluation will be conducted upon receipt of the device.

Manufacturer narrative:
This mitroflow valve was explanted after 3 years and 1 month due to a reported prosthetic stenosis. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflets tears and an inadequate leaflets coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical conditions and risk factors (hypertension, dyslipidemia, aortic valve stenosis, diabetes and moderate obesity) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow valve (model lxa, size21) was scheduled to be explanted on (B)(6) 2014. The patient was reported to have 50mmhg gradient due to stenosis.